Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know how to clear this error code 13-1033-149. Case resolution: reflash software\ I explain to the customer that this was an software error code. I also explain to the customer that she would need to re flash the 8015 and then put back the network configuration and the 8015. This is how you would clear this error code. The customer said ok and ended the call.